Event description:
On (B)(6) 2012 customer reported that there was a fluid leak that was not contained in the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the instrument leaking from the needle bellows drain line. Fse replaced the tubing and verified instrument operations. No further leaks were reported.

Manufacturer narrative:
(B)(4).